Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a loss of stimulation due to the implantable pulse generator (ipg) of the deep brain stimulation system having received the end of battery life (eol) or elective replacement indicator (eri) message on the remote control and having gone unnoticed. The patients' preexisting symptoms returned, including severe rigidity with tremor of the lower limbs, and severe dysarthria. The ipg was checked in january, and it seems to have depleted very quickly after that, and the patient was admitted to the hospital intensive care unit (ICU) beginning of april in kinetic state with pulmonary sepsis. The patient developed severe inhalation pneumonia due to missing cough reflexes. Cultures were taken which confirmed tracheal aspiration, and staphylococcus aureus infection. The patient underwent an ipg replacement procedure and the stimulation was restarted immediately postoperatively, the patient improved and recovered from the kinetic state, and regained mobility, without issues. Unfortunately, the patient passed away due to pneumonia.